Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead revision on (B)(6) 2018 and that since the revision they have had numbness in their left foot. The rep was to meet with the patient on (B)(6) 2018 to assess the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's lead revision was performed due to a loss of coverage following a fall. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s foot numbness was not determined. It was reported the physician¿s assistant was not concerned about it at this time and would follow-up at the post-op in february. No steps were taken at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.